Event description:
The customer observed falsely decreased alinity c glucose result for a patient. The sample was repeated, and the results were higher. The following data was provided: customer¿s reference range: 3.9 to 6.1 mmol/l initial result = 1.56 mmol/l; repeat results = 11.41 mmol/l; 11.50 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed extensive troubleshooting, and determined the alinity c-series sample probe as the likely cause of the issue as the alinity c-series sample probe showed signs of being obstructed. The fsr cleaned the alinity c-series sample probe which resolved the issue. An instrument service history review revealed no additional service tickets associated with erratic or discrepant patient results reported for ac03298. A review of tracking and trending of the clinical chemistry systems did not identify any similar issues related to the alinity system, likely cause part, or discrepant results as describe in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6)was identified.

Event description:
The customer observed falsely decreased alinity c glucose result for a patient. The sample was repeated, and the results were higher. The following data was provided: customer¿s reference range: 3.9 to 6.1 mmol/l initial result = 1.56 mmol/l; repeat results = 11.41 mmol/l; 11.50 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.